Event description:
It was reported "after 2 hours of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed and change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sam-ple was returned in a cardboard box and was loosely packed within the original packaging car-ton. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A kink to the central lumen was noted at approximately 11.8cm from the distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syr inge was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 13.9cm to 14.1cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 13cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guide-wire met resistance and could not advance at approximately 67cm from the iabc luer. No blood or debris was noted on the guidewire. No lot/serial number was reported; therefore, a device his-tory record (DHR) review was unable to be completed. If any lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint of blood in the helium pathway is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. The spec-ifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint of blood in the helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after 2 hours of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed and change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after 2 hours of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed and change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".